Event description:
It was reported that during the implant procedure, the left ventricular lead dislodged and exhibited loss of capture. The lead was no longer used and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).